Event description:
The digital ivus catheter was not recognized and/or registering in the volcano monitor as "retry" after multiple repositioning. Ref#88901, pn#300005384002, lot#0302693866. Catheter saved with the box/packaging and sent accordingly.